Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Tandem technical support (cts) performed a pump system check and determined the cartridge had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. In addition, cts determined the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.